Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer sent e-mail stating the string had broken from two tampons. No injury was reported.